Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that about 2 months ago they were seeing "rm06" and "rm04" messages appearing on their controller. Pt said that they would just reset their controller when this would happen and that would resolve the issue at the time. Pt said that for the past week or so their controller was working fine and then all of the sudden while charging their implant, their stimulation turned off. Pt said the controller told them that their stimulation was unable to be provided. Pt said that their implant battery was at 40-50% when this happened. Pss had pt reset their controller. Pt said that one of the controller contacts was bent and that the battery pack contacts looked okay, but maybe a little scratched. Pt also saw on the recharger antenna (rtm) that there was a piece on the side of the rtm connector was broken off. Pt said that there was a bend in the rtm cord as well. The issue was not resolved. An email was sent to the repair department to replace the controller for battery pack and rtm. Pt said that their implant is on the right side by their hip. Pt mentioned that this would be there 4th rtm replacement on the call.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer; patient product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97745bp, lot#: nlh015850n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745bp, lot# (B)(6), product type: accessory. Correction to section d: implanted date was updated to (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.